Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. FDA device problem code(s): 1354. FDA patient problem code(s): 2199. Investigation summary: one used primary set, model 2426-0500, was received by the customer for investigation. A 250 ml bag of dextrose was received as well. Upon visual inspection, it could be observed that the set's bottom smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that IV pump tubing pulled apart was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: upon visual inspection, it could be observed that the set's bottom smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that IV pump tubing pulled apart was verified. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. Dimensional measurement confirmed the tubing to be within specification.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: unknown. Tubing came apart during medication infusion.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2426-0500 batch/ lot #: unknown tubing came apart during medication infusion.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/28/2020 h.6. Investigation: one used primary set, model 2426-0500, was received by the customer for investigation. A 250 ml bag of dextrose was received as well. Upon visual inspection, it could be observed that the set's bottom smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that IV pump tubing pulled apart was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. See h.10.